Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable, as this component did not cause serious injury and is not considered likely to cause serious injury.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, it was noticed that there was only the outer sterile packaging when there should be an outer and inner sterile packaging. No adverse events have been reported as a result of the malfunction.